Manufacturer narrative:
Concomitant medical products: (B)(4), implanted: (B)(6) 2010.

Event description:
It was reported that the patient had episodes showing non-physiologic noise on the right ventricular (rv) lead. It was also noted that there had been short v-v intervals occurring but neither the short v-v's or the episodes had been frequent enough to trigger the rv lead integrity alert. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.